Event description:
Reporter alleged blood glucose measured 31 mg/dl at 11:37 am back to back with a result of 204 mg/dl performed at 11:42 am. No actions were taken or treatment rec'd as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.